Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description the user reported that the device alarmed with ¿cuff leak¿ and "check intellicuff" during the ventilation of a patient . This intellicuff was incorporated into hamilton-c6. The use of intellicuff incorporated in this c6 was discontinued, and treatment was continued using a stand-alone type of intellicuff. No harm to the patient was reported.

Manufacturer narrative:
Investigation outcome. The intellicuff integrated in a hamilton-c6 was reported to frequently generate ¿cuff leak¿ and ¿check intellicuff¿ alarms during use. Patient involvement was reported; however, no harm to the patient was reported. As a correction, the intellicuff kit was replaced. After it was installed it in hamilton-c6, a functional verification using test service software was preformed and was returned to the hospital . The case is considered as closed.